Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented was in the emergency room with the patient going in and out of ventricular tachycardia. A chest x-ray showed the right atrial lead had dropped down into the right ventricle. The patient had received inappropriate high voltage therapy due to the dislodgment. The patient was taken to the operating room for lead repositioning. The lead was repositioned to the right atrium without difficulty. The patient was in stable condition while in the recovery room post operation.